Manufacturer narrative:
The product is not returned to manufacturer for evaluation.

Event description:
It was reported that patient underwent posterior fusion at c2-7.intra-op, the mas cross-link set screw broke during final tightening. The remained portion could not be removed and it remained in the patient. The incision was closed. The cross-link could not be placed. No patient complications were reported.

Manufacturer narrative:
Product analysis :visually confirmed the mas connector is broken at approximately the base of the connector hex head. The bottom portion of the implant was missing and not returned for analysis. Optical examination of the thread form did not identify thread damage on the returned portion of the implant. Optical examination of the fracture surface appears to emanate from the root of the internal thread tooth outward, is roughly parallel with the tooth angulation, with evidence of linear shear lines on the fracture surface. Witness marks and material deformation identified on the external hex, consistent with torsional overload. The location of the fracture at the base of the connector head, the fracture surface angulation relative to the thread axis, absence of thread damage and direction of shear lines are consistent with torsional overload.